Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the atrial lead exhibited signal artifact and unspecified capture threshold issues. Review of chest x-rays performed previously found that the atrial lead had dislodged. The atrial lead was explanted and replaced. Patient condition was unknown.